Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported blood glucose value of 600 mg/dl. The customer reported hyperglycemia and was treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1886. Troubleshooting was performed for open book image alarm. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event. It was unknown whether the customer used the smartguard/auto mode feature of the insulin pump. Customer reported a critical pump error/open book image error no further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024 and (B)(6) 2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 20-nov-2024. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 10:53:08.000 and (B)(6) 2024 11:03:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 20-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 12:35:00.000, (B)(6) 2024 12:45:00.000 & (B)(6) 2024 21:27:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 21:45:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump error 53 alarm (filenumber 14 linenumber 1232) was found on: (B)(6) 2024 09:33:08.000. Pump error 53 alarm (filenumber 14 linenumber 1232) was confirmed according in the formatted history file, suspected on hw. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2024 16:45:00.000 & (B)(6) 2024 06:43:00.000. Insert battery alarm was found on: (B)(6) 2024 07:45:22.000, (B)(6) 2024 07:47:07.000, (B)(6) 2024 07:47:22.000, (B)(6) 2024 07:47:39.000, (B)(6) 2024 08:18:21.000, (B)(6) 2024 09:55:00.000, (B)(6) 2024 10:04:11.000, (B)(6) 2024 10:14:00.000, (B)(6) 2024 10:53:32.000, (B)(6) 2024 11:20:00.000 & (B)(6) 2024 11:52:39.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 07:47:04.000, (B)(6) 2024 07:47:15.000, (B)(6) 2024 07:47:27.000, (B)(6) 2024 07:47:39.000, (B)(6) 2024 07:57:00.000, (B)(6) 2024 09:30:24.000, (B)(6) 2024 09:33:11.000, (B)(6) 2024 09:34:19.000, (B)(6) 2024 09:44:00.000 & (B)(6) 2024 11:20:31.000. Replace battery now alarm was found on: (B)(6) 2024 02:47:00.000 & (B)(6) 2024 02:57:00.000. Power loss alarm was found on: (B)(6) 2024 08:48:08.000 & (B)(6) 2024 10:41:34.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, failed battery alert/battery failed alarm, replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Unable to test for low battery alert, failed battery alert/battery failed alarm, replace battery now alarm and power loss alarm due to critical pump error (open book image) alarm. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2024 16:45:00 after more than 7 days at 13.12 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 11:43:00 after more than 7 days at 12.21 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2024 23:58:00 after more than 7 days at 11.13 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was received without a battery cap installed. The pump was received without a battery installed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. Customer alleged for unexpected battery power loss was not confirmed. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Also, pump error 53 alarm (filenumber 14 linenumber 1232) was confirmed according in the formatted history file due to corrosion on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.